Event description:
The customer reports "the pt was given an im injection into the l gluteal muscle using the 22g safety needle. After the injection was given, went to pull needle from tissue, needle stayed in pt appeared needle disconnected at safety hub. Needle pulled from pt intact."